Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device has not been made available by the customer. The device is involved in a legal claim. If the device becomes available through this process we will update additional information to the investigation and supplemental report.

Event description:
It was reported that during a right hip arthroscopy the weld broke on a hip arthroscopy system. The patient developed hemorrhage in the retroperitoneal space, requiring transfusion and hospital admission.

Event description:
It was reported that during a right hip arthroscopy, the weld broke on a hip arthroscopy system. The patient developed hemorrhage in the retroperitoneal space, requiring transfusion and hospital admission.